Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-1132, serial: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed an infection with redness and inflammation along the lead. The patient was given antibiotics and underwent an explant procedure of the lead and the ipg. A culture was taken that tested positive for staphylococcus aureus. The physician believes the infection to be device related.